Event description:
A customer contacted beckman coulter inc (bci) regarding decreased, un-flagged results for white blood cells (wbc), red blood cells (rbc), and hemoglobin (hgb) results generated by the coulter lh500 analyzer. The patient was redrawn and run on the lh500 instrument and recovered higher wbc, rbc, and hgb results. The original specimen was rerun three additional times were the rbc and hgb results were similar to the redraw specimen (correct) results; however, the wbc results were still low. Results were reported out of the laboratory. There was no change to patient treatment, no death or serious injury is associated with this event.

Manufacturer narrative:
Samples were run in primary mode using standard 4ml bd sample tube. Qc was run before the event and recovered within specifications. A field service engineer (fse) instructed the customer to perform blood sampling valve (bsv) cleaning, verify reproducibility and qc. All results were acceptable port bsv cleaning. Root cause could not be determined based on available information.